Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Manufacturing site evaluation: manufacturing and quality control data the progav® was manufactured by a qualified employee in (B)(6) 2013. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The progav® has a normal pressure range of 0 to 20 cmh2o. The valve was inspected as article fv414t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specification. Device examination: the valve was received submersed in an unidentified liquid in the provided returnkit. Visual inspection: a deformation of the outer housing of the progav® valve was observed through the visual inspection. The progav® valve housing was subsequently measured and confirmed/indicated the presence of a deformation. The housing deformation measured at 0.074 millimeters (mm), outside the tolderance of 0+- 0.02 mm. Permeability test: a permeability test has shown that the valve was permeable. Adjustment test: the progav® was tested and was adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function was fully operational and the braking force was within the given tolerances. Computer controlled test: to investigate the claim of over-drainage, the opening pressure was measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results showed that the valve was not operating within the accepted tolerance in the horizontal position. Result first, a visual inspection of the progav®. No significant deformations or damage to the valve were detected during the visual inspection. Next, the permeability, adjustability, as well as the brake functionally and brake force, of the valve were tested. The valve opening pressure of the valve was out of tolerance, but all other specifications were met. Finally, the valve was dismantled. A build-up of a substance (likely protein) was observed inside the valve. Based on the investigation, the claim of over-drainage was confirmed as an increased flow of liquid was observed through the valve. This is likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hydrocephalus (hc)-therapy by shunt implants. Manufacturing defects at the time of release have been excluded. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required.

Event description:
It was reported miethke that a progav with shuntassistant 25 (part # fv414t) was implanted during a procedure performed on (B)(6) 2013. According to the complainant, the valve was suspected to be operating in over-drainage. The patient underwent a revision procedure on (B)(6) 2016. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6), weight: (B)(6), height: (B)(6), gender: unknown.